Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. Patient information is limited due to confidentiality concerns. The date of death was not available at the time of this report; nor was it indicated that the deaths were lead-related. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿long-term outcome of right ventricular septal versus apical pacing on left ventricular dysfunction patients with high degree heart block.¿ chinese journal of cardiac pacing and electrophysiology. 2014: 28( 2):128-13. Doi: 10.13333/j.cnki.cjcpe.2014.02.009. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable leads. The article reported three (3) patient deaths. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. The cause of death and lead relatedness has been requested, but not yet received.